Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that before use on a patient, it was observed that the tube on the motor device was leaking. It was not reported if there were any delays in the surgical procedure. It was not reported if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device leaking was not confirmed. Therefore, an assignable root cause was not determined. However, during service and repair, it was determined that the blades were broken and the device failed test for rotations per minute. It was determined that these issues were due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.